Manufacturer narrative:
B2 date of patient death was not provided by the complainant. The investigation for the reported aic - controller error (yellow alarm) and temporary console shut down issue has been completed. The product was returned and the issue was confirmed. Logs show that during the reported case, the io-graphics driver crashed. Consistent with the complaint intake, an "unexpected controller shutdown" alarm was then issued. After console arrived in danvers, several boot cycles were performed with all normal results. Console successfully booted correctly each time. This failure mode, although rare, is known and is manifested in disappearance of graphics interface with a text screen remaining, that is mistakenly interpreted as console rebooting or restarting (software defect in jama: gid-dft-863138) following the software defect mitigation description in jama, as of v8.4, it reads: "system idle process will wait on notification from dumper process when a process dies, and if the process pid matches that of the io graphics process, system idle will put the system in full reset." The io-graphics driver crash is known to occur, this being a rare occurrence. The console behavior reported in the field and seen/verified with console logs show the mitigation against the io graphics driver process actively working by restarting console when system idle detects the process crash. Before returning to customer, fs will be instructed to perform fc. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy needing an impella device for mechanical circulatory support. It was reported that while on support there was an aic shutdown with aic - controller error (yellow alarm). The alarm resolved by itself after about 10 minutes. The team was able to proceed. Additional information was provided that noted the patient expired.